Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". Devices has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles on the surface of the shell. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Devices has been explanted.